Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of nine submissions from the same patient event. The others are (B)(4). Device history record review revealed nothing relevant to this event. The device was not returned for evaluation but remained in the patient therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent a procedure on his right foot on (B)(6) 2017 where a 4 mm proximal wedge plate ((B)(4)) and a 3.5 mm headless screw for chevron ((B)(4)) were implanted. Also implanted was a 2.4 headed screw for k-wire but reporter does not believe this is an arthrex product. The patient began to experience heat and swelling in his foot about 2 months post-op. The surgeon is considering removing the hardware. Patient's only known drug allergy is to neomycin antibiotic ointment. Follow-up investigation: date of surgery was (B)(6) 2017, patient is a male, surgery was on right foot. Patient has significant swelling to date, 4.5 months after surgery. Decision to remove the hardware has not been made. Patient is still experiencing the localized heat and swelling at the surgical site. Part numbers have now been obtained and the material composition of each implant has been provided.